Event description:
The winged and wingless centralisers were not provided in the sterile pack of the exeter stem. Another exeter packet had to be opened to get replacement centralisers.

Manufacturer narrative:
An event regarding missing centralizer involving an exeter stem was reported. The event was confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the root cause of this event was related to the supplier process. Lisi ncr was raised and was linked to the fap that was opened in lisi to implement preventative actions.

Event description:
The winged and wingless centralisers were not provided in the sterile pack of the exeter stem. Another exeter packet had to be opened to get replacement centralisers.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.